Manufacturer narrative:
The insulin pump was returned with pump error 4 and error 53 alarm noted in the insulin pump history download due to software error. No cosmetic damage noted on the insulin pump assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call software error on the insulin pump. Customer's blood glucose level was 10.2 mmol/l. Customer advised this is the third insulin pump that has received this software error and they are very concerned. Troubleshooting for the software error alarm was performed. Customer advised the error did not occur during the rewind, load reservoir and fill tubing process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.